Manufacturer narrative:
This report is submitted on august 14, 2019 by cochlear limited.

Event description:
Per the clinic, the patient experienced poor sound quality. The device was elective explanted on (B)(6) 2019 as suspected device failure. The patient was reimplanted with a new device during the same surgery.